Manufacturer narrative:
Retained testing, batch record review, and a complaint review were performed. Results were satisfactory. Testing of the patient sample was performed with returned gel cards. Reactivity (1+) was observed. (B)(4).

Event description:
Customer reported that a weak d patient sample did not react with the anti-d column of the mts abd monoclonal and reverse grouping card. Testing was then performed with an abd confirmation card and reactivity was observed (2+). Repeat testing was performed with the same lot of mts abd monoclonal and reverse grouping cards and another lot of the same product. Reactivity was observed with the other lot (2+), however, no reactivity was observed with the same lot. No erroneous results were reported. No transfusions were given.